Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screws that hold this together fell out. Not sure how many times it was used? This is one of the older ones that are not welded in place.

Manufacturer narrative:
Evaluation summary: the reported incident 'variax screwdriver handle - assembly screw revolving part loosening' could be confirmed. The visual investigation of the screwdriver handle reveals that both assembly screw for the inner assembly are missing. The revolving part and the inner assembly are detached. The microscopic investigation showed that the countersinks of the screw holes show typical friction traces. The typical friction traces are a result of the friction between screw and screw hole during tightening and indicates that the fixing screws were initially attached and firmly tightened. Furthermore, corrosion marks and residues can be identified on the countersink. There are no indications for a laser-welding. A loosening of the fixing screws seems implausibly. Moreover, during assembly of the screwdriver handle a 100% self worker control takes place. Even though both countersinks show corrosion marks and residues and the second screw countersink show manipulation marks, the root cause cannot be fully clarified. As a preventive action related to the screw detachment of the grip front part the CAPA # (B)(4) was previously initiated. The CAPA was closed on (B)(6) 2012. First parts were manufactured in december 2011 with a laser-welded screw.. The returned device predates the CAPA #. Therefore no further corrective actions are deemed necessary. A review of the device history for the reported lot did not indicate any abnormalities. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
It was reported that the screws that hold this together fell out. Not sure how many times it was used? This is one of the older ones that are not welded in place.